Event description:
Dr. (B)(6) performed a revision for a poly swap for a patient who presented with discomfort. The implant was originally done in a bilateral procedure on (B)(6) 20221. The revision was completed on (B)(6) 2024 to the right side. Only the poly was revised. Dr. (B)(6) thinks the polys are too thin, that tolerances aren't sufficient. The original was a size 10 cr but the swap was with a size 12 uc poly. The patient also has a size 10 poly on the left side and has reported similar discomfort. The part will not be returned for the investigation. [Customer]

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report. The complaint is closed.

Event description:
Dr. (B)(6) performed a revision for a poly swap for a patient who presented with discomfort. The implant was originally done in a bilateral procedure on (B)(6) 2022. The revision was completed on (B)(6) 2024 to the right side. Only the poly was revised. Dr. (B)(6) thinks the polys are too thin, that tolerances aren't sufficient. The original was a size 10 cr but the swap was with a size 12 uc poly. The patient also has a size 10 poly on the left side and has reported similar discomfort. The part will not be returned for the investigation. [Customer]